Event description:
Alcon lens cnwet0 22.0 diopter during cataract surgery surgeon inserted the lens. The haptics were stuck together but as they came apart the trailing haptic broke off and was stuck to the center of the optic. The lens was removed and as it was removed the leading haptic also came off.